Manufacturer narrative:
Investigation conclusion: the investigation of the returned stent system found the delivery system broken at the proximal shaft, which is consistent with the alleged product issue. The stent was returned undeployed and could not be pushed out of the stent housing during the investigation to assess the alleged opening issue due to the broken shaft. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken shaft, but the damage is consistent with the device experiencing forces exceeding the delivery system's tensile strength.

Manufacturer narrative:
Additional information has been received indicating the customer tried to deploy the stent, but the stent would not open. During push, the surgeon felt some resistance and decided to remove the system. The delivery wire seems broken and the stent is closed in original position. Another same model carotid stent was used. Vessel anatomy was not a factor. Patient status indicated as "unknown." The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Additional information has been requested but not received at the time of this report. The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that after having placed the carotid stent in the carotid stenosis, at the time of releasing it, the delivery wire broke/separated and it was necessary to remove everything and used another stent. There was no report of injury to the patient.